Event description:
It was reported that a hematoma was observed at the implant site of the pulse generator. The physician believed it to be due to an unrelated injury at the site of implant. The pocket was opened and the hematoma was addressed. The pacing system exhibited normal operation and the patient was reported to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.